Manufacturer narrative:
Account tested the bed and found the head up valve to be the problem. Account replaced the head up valve to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account stated the head won't raise.